Event description:
Boston scientific received information that this system was exciting undersensing, loss of capture and pacing impedance measurements greater than 2000 ohms on the left ventricular (lv) channel. A revision procedure was performed and the device and lv lead were removed from service. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The lead was not returned for testing. Therefore, boston scientific cannot confirm the reported clinical observations. This product issue will be re-evaluated if additional information is received.